Event description:
The article "acute diplopia after glabellar hyaluronic acid filler injection" noted a patient was injected with an unspecified juvederm with lidocaine in the glabellar area. After 0.45mls of the first syringe was injected, patient experienced severe pain in their right eyebrow and forehead. Upon opening their eyes, they immediately noticed double vision and developed nausea and vomiting as well as skin mottling in the forehead. Patient was promptly injected with 300 units of hyaluronidase, and then another 150 units and provided nitroglycerin paste, aspirin, and augmentin. Within two hours, patient reported to an ophthalmology clinic with localized forehead pain and binocular vertical diplopia that was worse with downgaze. Patient denied vision loss and eye pain. Patient continued to have significant skin mottling with dusky blue-red discoloration extending from the mid-upper forehead to the tip of the nose. The affected area was numb to the touch. A week later, patient presented to an emergency department with a severe rash of the area, consistent with skin necrosis. Patient was treated with valtrex and was instructed to apply petroleum jelly and warm compresses to the affected area. The patient's diplopia resolved after two months but they developed hypertrophic scarring the glabella and forehead. The patient's symptoms were consistent with intravascular infiltration.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Citation: author links open overlay panel caroline w. Chung a, a, b, & abstract purpose blindness is a well-known complication of filler injection in the glabellar region. Acute diplopia from filler injection without vision loss is a rare complication that typically results in clinical ophthalmoplegia which can have permanent . (2023, may 20). Acute diplopia after glabellar hyaluronic acid filler injection. American journal of ophthalmology case reports. Https://www.sciencedirect.com/science/article/pii/s2451993623000683?via%3dihub#section-cited-by.